Event description:
Event description guidant received information that this implantable defibrillation lead exhibited low impedance and high threshold measurements. As a result, the lead was explanted. During the explant procuedure, insulation damage was noted near the terminal end of the lead.